Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device beeping with pad-pak lot a2611 expiry is 2021/08/01 and device service required prompt when switched on. There was no patient involved in this event. There was no patient involved in this event.